Manufacturer narrative:
Additional information was received on 1/28/2021. The patient is a 85-year-old female patient (75kg). The patient¿s condition improved. Physician relates the cause of the event to the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30427198m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
(B)(6). Component code of ¿appropriate term/code not available" represents "no findings available." Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. The manufacturing record evaluation (mre) is pending. A supplemental 3500a will be submitted for this information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that when the physician attempted to move the thermocool® smart touch® sf bi-directional navigation catheter through the transseptal (bb) it damaged the area under fossa ovalis and the patient developed cardiac tamponade. Pericardiocentesis with blood transfusion was performed. Blood pressure recovered. After the procedure, contrast-enhanced CT was used to examine the exact damaged area. The physician¿s suspected that the needle damaged the area under the fossa ovalis during transseptal or that the thermocool® smart touch® sf bi-directional navigation catheter damaged the area under fossa ovalis. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.